Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no keystrokes, malfunctions, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the service history revealed no issues that could have caused or contributed to the hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a hernia, surgically repaired, coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The day of the surgical repair, the patient was hospitalized. Treatment beyond surgery for the hernia was not reported. Dianeal therapies were stopped the day of the surgical repair; on the day of hospital discharge, the patient was started on hemodialysis. After a one day hospitalization, the patient was discharged. It was not reported if the patient recovered from the hernia surgical repair. Additional information was requested, but is not available at this time.